Manufacturer narrative:
Batch number updated in d tab. Investigation results: the complaint of slow needle retraction was confirmed and the cause appeared to be manufacturing related. Unused 22g insyte autoguard units from lot #4229661 were provided for investigation. A functional test revealed that the retraction time of some needles exceeded the 1.0 second requirement. The retraction time appeared to be associated with the amount of gel that was added around the spring. The appropriate manufacturing personnel were notified of this complaint. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Batch number received on returned samples. Batch number is 4229661.

Manufacturer narrative:
Additional information of fa#.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: safety mechanism not functioning on these IV catheters. Was there an injury: no was there a death: no. 12nov can you please provide an exact date of event in format mm-dd-yyyy? 11-8-2024 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Response: "the 150 we¿re returning on this order were not used. We¿re returning them because they have the same lot number with other orders we found were defective. We notified our rep also". 14 nov describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Response "received complaints from our surgery staff that the safety mechanism was non-functional on these IV catheters".

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.